Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Functional issue, other/defective. Arms have to much play with the right wheel hitting the right arm. Complaint of "chair arrived with a bent wheel" was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Functional issue, other/defective. Arms have to much play with the right wheel hitting the right arm. Dealer states the chair arrived with a bent wheel.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the chair arrived with a bent wheel.